Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No manufacturers lot code was provided, so we cannot determine the product's association with any lots of known identity.with no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective actionwith the product manufactured.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a female of unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On an unspecified date, after starting the product, the consumer went to take the tampon out of her body, and the tampon came apart. She did not know if all the pieces came out. The consumer experienced light cramping "but was fine." Subsequently, she needed to "visit a doctor so they could check" (no further details reported). As of (B)(6) 2021, the statuses of not knowing if all the pieces came out and light cramping were not reported. No additional information was provided.